Event description:
It was reported that this right ventricular (rv) lead was presenting high capture threshold measurements. After an x-ray it was noticed that the lead had moved forward, an echography was performed a perforation was discarded. The lead was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.